Event description:
An initial event notification was received by united therapeutics drug safety on (B)(6) 2025 from (B)(6), on (B)(6) 2025. The patient reported accidentally dropping one of their remunity pump's in the commode. Upon attempting to switch to their backup remunity pump, (B)(6), the patient received a pump failure alarm. The patient presented to the hospital to receive intravenous remodulin therapy. According to cvs, it is unknown if the patient was admitted to the hospital. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.